Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had a skin irritation. The lifevest was causing chafing and weeping wounds at the site of a bypass operation. During a follow up, the patient reported that the irritation was still there and as a result he was taking off the lifevest periodically. The patient indicated that he did not want customer support to continue to reach out on the condition of the irritation as he felt it would continue throughout his use of the device. There is no indication that the patient sought medical attention. The final medical outcome of the irritation is unknown.